Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.50mm x 20mm emerge balloon catheter was advanced for angioplasty. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.